Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the nurse tried to connect the device and use, the green button did not activate. A new reload was used without any problem. No patient injury.